Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided x-ray has been carefully inspected. The analysis confirmed a conductor fracture at the level of the tricuspid valve as mentioned in the complaint description. Based on the reported increase of shock impedance it is reasonable to assume that the fracture is related to the conductor cable to the shock coil. Due to the location of the damage in combination with a relatively long service time of more than 10 years abrasion should be taken into consideration. However, without analysis of the lead itself no definite conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that 124 months after the implant, the shock impedance was too high at > 200 ohms. No adverse patient side effects were reported. There is no indication of any sort of intervention. It is believed this lead remains implanted.